Event description:
Report received of an unrequested bolus dose delivery. The device was returned to the biomedical department with an unsigned note that indicated the pump had under-delivered, and delivered unrequested bolus doses. The note did not provide any tracking information in order to obtain specific patient information, pump programming, or event detials. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no further information was available.